Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
T2 ankle partial distance nail targeter. Targeter was incorrectly drilled, drill missed a nail and the screw is replaced without a nail.

Manufacturer narrative:
Product inquiry alleged the targeting arm t2 ankle to be the subject product. Neither the targeting arm nor associated instruments and no nail were returned. Review of the inspection records was not possible as the lot-code was not provided. As the device was not returned for investigation a physical evaluation was not possible. Thus the alleged issue could not be confirmed. Potentially reduced accuracy in guidance is usually found during functional check (required per IFU). In case of any deviation it is realized prior to use. Potential miss-targeting can be caused by: deflection and/or twisting of the nail during insertion in case the user applied undue force for insertion. Deflection and/or twisting of the nail during insertion in case of inadequate preparation of the intramedullary canal. Loosening of the connection between nail adapter/nut. Wrong adjustment of the nail adapter (pin was inserted into wrong slot of the targeting arm). Not realized unintended loosening of the nut (will lead to release of the nail adapter and therefore to potential misalignment of nail and drill). No use of drill with centre tip / unfavourable bone contour. Drilling without drill guiding sleeve. Using blunt or damaged drill. High forces applied to the target device during drilling ¿ eventually leading to unintended distortion in the system of drill, sleeve, target device and nail. Although a real root cause could not be determined the alleged event is most likely caused by use error due to a suboptimal intra-operative procedure. The file will be closed formally and can be reopened when substantive information or the item(s) become available. We reserve the right to update the investigation and change the root cause. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the alleged issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
T2 ankle partial distance nail targeter. Targeter was incorrectly drilled, drill missed a nail and the screw is replaced without a nail.